Manufacturer narrative:
Unit alarmed no motor movement or negligible movement. Retries to free a stuck motor failed during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests due to no motor movement or negligible movement. Retries to free a stuck motor failed. No cosmetic damage found during visual inspection noted. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.